Manufacturer narrative:
New information added to b(5) regarding hemolysis. The investigation has been reopened. A supplemental MDR will be filed upon completion.

Event description:
Additional information was received via via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured hemolysis with a "definite" relationship to the impella device. The patient's hospitalization was prolonged, as a result.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 53 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support endured thrombocytopenia with a "probable" relationship to the impella device: "the patient developed thrombocytopenia. Negative for heparin induced thrombocytopenia antibodies, and it is noted that the condition is likely related to the impella. Baseline platelets on admission prior to impella placement was 138 k/ul, post-impella placement platelet count was 88 k/ul ((B)(6) 2023) and resolved at 192 k/ul ((B)(6) 2023). The lowest platelet count was 63 k/ul on (B)(6) 2023.

Manufacturer narrative:
The investigation into the thrombocytopenia and the hemolysis issues has been completed since the original report was submitted. The device was not returned for investigation. According to the clinical details, the patient experienced thrombocytopenia and hemolysis during pump use. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the thrombocytopenia issue was not determined since product was not returned. D6a, d6b.

Manufacturer narrative:
The investigation into the thrombocytopenia issue has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the thrombocytopenia could not be determined because there was insufficient information to make a clinical determination.

Manufacturer narrative:
Additional information: b6 lab results corrections to the initial MFR report: b5-changed relationship of device to the adverse event hemolysis to "probably related".

Event description:
Additional information was received from abiomed¿s long-term outcome and quality indicator impella registry (loqi) that the previously reported hemolysis is "probably related" to use of the impella device.